Event description:
It was reported that during set up or inspection, when the outer package of the footprint anchor was open, it was found air leakage, the sterile barrier was compromised. The procedure was successfully completed without delay using a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pouch found that the pouches are to be free of nicked edges, clean and free of foreign material as defined in the procedure. Material certification is to be supplied with each lot and a minimum peel strength is specified. A visual inspection of the returned device found that the original packaging is open and the device has not been deployed. There is residue from the bond to the backing on the clear packing material. The packaging was folded and the paper was crinkled. There is evidence of dried liquid on the device proximal to the anchor. A review of the image received from the customer shows the device outside the original packaging, the tip protector is removed and suture retriever is unhooked from the blue clasp. There is labeling confirming the product identification. The complaint was confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive pressure on the packaging, an inadvertent impact event inconsistent with normal use, or mishandling during shipping or storage. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.